Event description:
It was reported that balloon rupture occurred. The patient presented with vascular occlusion of the left upper extremity and underwent angiography with balloon dilation. The target lesion was located in the upper limb vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for gradual dilation. However, during inflation at the working pressure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: mustang balloon catheter was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 11mm proximal of the distal tip bond. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The patient presented with vascular occlusion of the left upper extremity and underwent angiography with balloon dilation. The target lesion was located in the upper limb vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for gradual dilation. However, during inflation at the working pressure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.